Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient got a batch of catheters that were not good and unable to use as the port hole was closed and not enough lubricant, also the pieces hanging from port.